Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead had noise which caused the oversensing and subsequent shocks. The rv lead was capped and replaced with competitor's lead. Should additional information be received, this file will be updated.